Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a second valve was implanted. No adverse patient effects were reported. Additional information has been requested.

Manufacturer narrative:
Medtronic received corrected information that a second valve was never implanted. The box was opened but the valve was not used. There is no allegation against this valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.